Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device not returned for evaluation.

Event description:
Ncpr created for return of ipp to (B)(4) for unspecified reasons. Additional information from the product experience form received with the returned product stated that the device had stopped working sometime in 2015, the exact date was unknown. The patient has reported pain, that the device was bothering him and he wanted it removed. The device was no longer being used. The device was explanted. No other information was provided.